Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
The consumer reported that their implantable neurostimulator and leads were starting to push out but have not gone through the skin. The consumer stated that her insurance denied a replacement procedure because her implantable neurostimulator was out of warranty. The consumer also reported that she experienced therapy in the wrong location. She reported that she has been through domestic violence and has lost weight and that it may be related to the issue. The consumer was also feeling stimulation in her chest and back, making it hard for her to breathe. As a result the patient turned stimulation off and was to follow up with her health care provider. Further reports specified that the weight loss was due to an increase in activity level but that the implantable neurostimulator was no longer working and the consumer was taking pain medication. The indication for use was failed back surgery syndrome. Should additional information be received, a follow up report will be sent out.